Event description:
It was reported that during the resection and incision of surrounding tissue, such as the bladder and urethra, for a robot-assisted laparoscopic prostate resection procedure, one instrument was being used to remove charred residue from another instrument and a collision occurred. An approximately 3mm piece of the monopolar curved shears jaw tip chipped off and fell into the patient. The piece fell in the vicinity of the dorsal aspect of the small intestine in the right lower abdomen. Additional tasks during the procedure were performed, including mobilization of the intestinal tract to search for fragments and further laparoscopic manipulations. The location of the disengaged piece was identified via intraoperative x-ray, while being monitored in real time, and ultimately retrieved using a suction tube. The procedure was extended by forty-five minutes due to the issue. Additional surgery will not be required.

Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported monopolar curved shears. Evaluation of the associated device logs noted no errors associated with the monopolar curved shears. The total use time was ninety-six minutes with a use count of one, while attached to arm cart assembly 4. Three images were received for evaluation. One image depicted an x-ray screen where a monopolar curved shears had a broken jaw piece. One image depicted the broken jaw piece along side the monopolar curved shears. One image depicted a monopolar curved shears with a broken jaw. Further evaluation of the reported monopolar curved shears is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.